Manufacturer narrative:
Initial reporter number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device was powerbroken and failed outer hose inspection, safety and rpm assessments. It was determined that the cause of the powerbroken was failure to follow the directions for use and running the device in the safe or load position which caused the low rotations per minute (rpm's). This was further defined as user error / abuse and possibly misuse. The damaged hose was due to mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or exerting extreme force on the hose during cleaning or use. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the motor device blades were damaged. It was further noted that the device did not work at all. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.